Event description:
On (B)(6), PICC was placed. On (B)(6), catheter breakage was noticed.

Manufacturer narrative:
The complaint of external catheter breakage is confirmed, user-related. The characteristics of the damage found on the complaint sample are consistent with a tensile break in which the elastic strength of the catheter has been exceeded. The product instructions for use (IFU) provide written directions for securing the catheter as well as a warning that excessive tension can cause the catheter to rupture. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.